Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: five (5) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed functional testing. Visual inspection of the returned batteries revealed worn damage on the batteries' connectors. However, these observations did not affect the functionality of the devices; the batteries were able to adequately connect to a test controller and provide power. Additionally, visual inspection of (B)(6) revealed that the release indicator marker on the battery connector was illegible. Of note, it was observed during functional testing that the batteries had above 500 charge and discharge cycles. This is an additional finding not related to the reported event, which can be attributed to the batteries reaching the end of their useful life. As a result, the reported worn connectors event was confirmed. However, the reported poor mechanical connection event could not be confirmed. Based on the available information, the most likely root cause of the worn-out connectors and illegible release indicator marker can be attributed to wear and/or the handling of the devices. CAPA pr00405633 is investigating damage to power sources. Additional products: (B)(6)d9: yes, return date: 2021-04-07 h3: yes dev rtn to MFR? Yes h6: img:g02002, g04034 h6:FDA method code(s): b01 h6:FDA result code(s): c07, c19 h6:FDA conclusion code(s): d11, d1105 b(B)(6)at580048 d9: yes, return date: 2021-04-07 h3: yes dev rtn to MFR? Yes h6: img:g02002, g04034 h6:FDA method code(s): b01 h6:FDA result code(s): c07, c19 h6:FDA conclusion code(s): d11, d1105 (B)(6)d9: yes, return date: 2021-04-07 h3: yes dev rtn to MFR? Yes h6: img:g02002, g04034 h6:FDA method code(s): b01 h6:FDA result code(s): c07, c19 h6:FDA conclusion code(s): d11, d1105 (B)(6) d9: yes, return date: 2021-04-07 h3: yes dev rtn to MFR? Yes h6: img:g02002, g04034 h6:FDA method code(s): b01 h6:FDA result code(s): c0601, c07, c19 h6:FDA conclusion code(s): d11, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-april-2018, serial: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-april-2017. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-april-2018, serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-april-2017, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-june-2017, serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-june-2016, labeled for single use: no (B)(4). Brand name: heartware ventricular assist system battery, model #: 1650de, catalog #: 1650de, expiration date: 30-june-2017, serial: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 30-june-2016, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five batteries exhibited poor mechanical connections with the controller due to being worn out. The batteries w ere replaced. No patient complications have been reported as a result of this event.